Manufacturer narrative:
Site reported that a bilateral patient had the light adjustable lens explanted from the right eye due to the patient's persistent complaints of lower visual quality. The lens was explanted on (B)(6) 2020 (rxsight's aware date of the explant was (B)(6) 2020). Device history record for the lens was reviewed. No issues were noted. The explanted lens was returned for evaluation. The lens was returned cut into three fragments. Visual inspection of the returned lens found no issue with the lens. A wavefront of the pieced together fragments was performed and no abnormal zones were noted.

Event description:
Site reported that a bilateral patient had the light adjustable lens explanted from the right eye due to the patient's persistent complaints of lower visual quality. The lens was explanted on (B)(6) 2020 (rxsight's aware date of the explant was (B)(6) 2020).